Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: loose scope socket video and the connector socket did not secure any paddles. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the initial malfunction: loose scope socket video and the connector socket did not secure any paddles. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center had intermittent picture failure. The issue was found during inspection for use. There were no reports of patient harm.